Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. In this case, it is unknown if the instructions for use (IFU) violation caused or contributed to the reported complaint. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the instructions for use (IFU) violation caused or contributed to the reported complaint; therefore, a letter will not be requested for the account. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - incorrect prep.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (lad) artery. The 3.5x15mm nc trek neo balloon dilatation catheter (bdc) was prepared, but not soaked prior to use. The balloon catheter was then advanced to the target lesion and the balloon was inflated; however, the balloon ruptured at nominal pressure during the first inflation. Another nc trek neo bdc was used to continue the procedure. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.